Manufacturer narrative:
Product not received at the manufacturing site yet for evaluation.

Event description:
It was reported that the positioner failed to lock during a procedure. There were no reported patient injuries.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed a failure of the 50 pound load test and a piston migration of 2.78 inches which is indicative of hydraulic fluid loss. This loss of fluid was caused by worn standard seals within the amplifier piston assembly. The complaint is confirmed and the root cause is determined to be loss of hydraulic fluid caused by worn amplifier piston seals.